Event description:
It was reported via social media, as a comment, that "lol mine almost killed me twice xd". No additional information was reported. At this time there is insufficient information to determine if insulet's device caused or contributed to the reported event. Additional information was solicited, a supplemental report will be submitted if received.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported allegation. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: no data reported. Omnipod software app version: no data reported. Operating system: no data reported. Hardware: no data reported. Cgm sensor type: no data reported. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.